Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low impedance, and that the unipolar impedance is higher than bipolar. The lead remains in use. No patient complications have been reported as a result of this event.